Manufacturer narrative:
Corrected information: model number. Additional information received indicated during an error may have occurred during the measurement of the native annular valve. The non-coronary cusp (ncc) was reported to be very low and may have been partially included in the measurement. The annulus was reported to be mildly calcified. No balloon aortic valvuloplasty was performed prior to the deployment of the initial 26mm sapien 3 valve. Post valve deployment, hypotension and a ¿small¿ tamponade were observed. Placement of the second 26mm sapien 3 valve resolved the effusion. No surgical intervention was required. The native annular valve area measured 383mm2. Mild valvular calcification was reported. The patient did not have a porcelain aorta. Per medical opinion, the cause for the annular rupture may have been slight oversizing of the initial valve.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. It is possible that in addition to the procedure itself, patient factors (valvular calcification) may have contributed to the annular rupture and subsequent placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure for the implant of a sapien 3 valve, at the moment of implant, an annular rupture occurred. A second sapien 3 valve was implanted 5mm lower to stop the effusion. The pericardium and drained and the patient was stabilized. At the time of the report, the patient was doing well. The valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Additional information: serial number, expiration date; manufacture date.

Manufacturer narrative:
Patient CT imagery review was performed by an edwards physician/proctor. Based on the CT measurement, a 26mm sapien 3 valve was too big for the patient¿s anatomy. Therefore, the oversizing was the possible root cause of the annular rupture. A 23mm sapien 3 valve should have been considered as the more suitable size. The CT imagery review confirmed the suspected cause of the annular rupture.